Manufacturer narrative:
After receiving MDR ((B)(4)) on 07/26/2023, medefil contacted (B)(6) (complainant) to acquire more information about the event as part of the investigation. During the discussion over the phone with the complainant, he mentioned that he does not have any complaint sample, nor picture of the sample as they discarded the syringe with a crooked label before usage. He provided the lot number (h22329) of the syringe from the available syringe from the same lot. He also mentioned during discussion that volume of the flush was not measured through pump or beaker, just when they brought plunger to the level of 1 ml, it was showing 1.4 ml due to crooked label. As the syringe with a crooked label was discarded and was not used by the complainant, there were no samples nor pictures provided by the complainant to medefil, inc. For the investigation. The investigation included batch record review, retain sample analysis, retain sample testing, labeling machine/process evaluation, interviews of the labeling operator and manufacturing manager, and complaint history (qms) trending. Retain sample analysis by qa, verification of qc testing result, and review of qa/production in process checks were performed, and no similar defects were observed. A historical review of complaints received and notice of events (noe) for the past two (2) years was conducted by qa, the review found no similar defects or events observed. There is no trend found at this time, this is considered an isolated event. During the labeling process evaluation, and interview of the labeling operator, qa confirmed that the medefil labeling machine has a camera system that is setup to verify the presence of a label. The camera also checks and ensures right placement of the label on the syringe. Camera on the labeling machine verifies each syringe for the right placement of the label on the syringe. The automated system of the labeling machine inspects 100 % of the syringes after labeling for the right placement of the label on each syringe and automatically rejects the syringe with incorrect label placement into the rejection bin. In addition to the 100% automated inspection, manufacturing performs hourly manual in-process visual checks, and qa performs every three hour manual in-process visual checks also. The inspections has not resulted in finding of product syringes containing crooked label during the labeling or packaging process for this lot. Quality control has performed visual inspection of syringe labels and container content for injections on five (5) retained sample syringes. All five (5) syringes were visually inspected and all five labels were found to be straight. All five (5) syringes were tested for container content following stm 317, rev. 013 "container content for injection" and deliverable volume is not less than the label claim for each individual sample. The dispensed volume of the five syringes is 3.4 ml which meets the acceptance criteria. Quality control tested syringes for container content dose accuracy to demonstrate that the gradation marks on the proposed syringe barrel of the prefilled syringe label are accurate and ensure that the device constituent parts of the pre-filled syringe work as intended. The top rib of the plunger stopper adjusted to align with the 3 ml graduation mark manually at eye level and expel the contents into the tared beaker completely. The dispensed volume of all syringes meet the acceptance criteria of 3 ml. Medefil overfills each flush syringe with 0.4 ml for dead space of the attachment of needles or needleless system in the field. Based on the retain sample analysis, batch record review, qc container content testing results, in process manual checks performed by production and qa, and the automated inspection by the labeling machine camera system, the root cause for the crooked label is un-assignable or not determined at medefil site. An awareness training was given to production and qa regarding this event.

Event description:
On (B)(6) 2023 health care professional of (B)(6) hospital identified event that heparin lock flush labels are put on crooked, therefore when plunger brought to 1 ml line syringe actually has 1.4 ml med. Event reported by (B)(6) (risk manager) to FDA via med watch (report number: (B)(4)) and MDR report received by medefil, inc. On 07/26/2023.